Event description:
It was reported via repair work order that the foot left side rail did not lock in the upright position due to an internal component of the siderail being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.